Event description:
Information received indicated the zipper of the ticking was broken resulting in fluid ingress in the inside of the ticking. Stains were noticed inside the ticking fire barrier liner and foam.

Manufacturer narrative:
The hill-rom technician installed a mattress revitalization kit to resolve the issue.